Event description:
The customer reported receiving high bgs (425-500mg/dl) while wearing a pod. The cannula was noted as being kinked, though no blood was observed. The suspect pod was removed and replaced and will be returned for eval.

Manufacturer narrative:
The product was not returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.